Event description:
It was reported by an onkos sales representative that a patient with eleos proximal femur replacement underwent revision surgery on (B)(6) 2025 due to an alleged infection. Washout and swapped components. There is unknown information about the revision surgery, but an MDR will be reported on the devices explanted. This report captures eleos segmental stem. This event will be reported as a serious injury due to the revision procedure.

Manufacturer narrative:
The root cause of this complaint was not determined. There is insufficient information provided to do a full investigation. If new information emerges a supplemental MDR and complaint report will be updated.